Event description:
It was reported that there was an error message: configuration parameter lost. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a the customer performed a functional test and made some changes in the configuration menu, the error message disappeared. Although the customer resolved the problem without direct support, this will be documented as a malfunction of the defibrillator configuration settings, which was reset and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone: (B)(4). Reporter phone: (B)(6).